Event description:
It was reported that 4 as lvp 20d sets had air bubbles in their lines during use and set off the air-in-line alarm. The following information was provided by the initial reporter: "11/29 about 2am with no change m care and access, channel 'a' alarmed for 'air m tubing'. Micro bubbles found in tubing inside the pump, but none below. Some small bubbles also found in line above the pump and they were flicked out and pump restarted. I needed to do this 3 times during my shift. Tonight (11/29-11/30) I have had to flick out air bubbles from the line inside the pump and above as they have developed for a total of 4 times. The line has been labeled so it can be saved."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that small air bubbles were found inside the tubing and had to be flicked out to restart pump. This occurred a total of 4x could not be verified due to the product not being returned for failure investigation. A device history record review for model 10942011 lot number 20076628 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles / air in line with lot #20076628 regarding item #10942011.

Manufacturer narrative:
Date of birth: unknown. The patient's age was used to determine a placeholder date for this field. FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 as lvp 20d sets had air bubbles in their lines during use and set off the air-in-line alarm. The following information was provided by the initial reporter: "11/29 about 2am with no change m care and access, channel 'a' alarmed for 'air m tubing'. Micro bubbles found in tubing inside the pump, but none below. Some small bubbles also found in line above the pump and they were flicked out and pump restarted. I needed to do this 3 times during my shift. Tonight (11/29-11/30) I have had to flick out air bubbles from the line inside the pump and above as they have developed for a total of 4 times. The line has been labeled so it can be saved."